Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture and sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed revealing rv lead dislodgement. The event was resolved by reprogramming the device. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, d7, h1 and h6.

Event description:
Additional information indicated the right ventricular (rv) was attempted to be repositioned but after retracting the helix the helix was unable to extend. The physician suspected helix damage. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3 and h6. The reported events were loss of sensing, loss of capture, lead dislodgement, helix damage and helix was unable to extend. As received, a complete lead was returned in one piece. The reported event of helix was unable to extend was confirmed. Visual inspection found the helix to be partially extended and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. The cause of helix unable to extend was isolated to the helix being clogged with blood and overtorque of the inner coil. The reported events of helix damage, loss of sensing and loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.